Event description:
Detailed description of quality issue: the restraint on patient had the straps easily torn off the blue foam piece of restraint causing issues with patient. Outcome(s) attributed to quality issue: required medical attention to prevent impairment. Details of medical attention required to prevent impairment: if patient was able to remove medical tubes, they had to reinsert and also apply a new restraint.

Manufacturer narrative:
No further info is available at this time. We will provide f/u report if additional info becomes available.